Manufacturer narrative:
Bayer case number: (B)(4) one implant was found but not the second [device dislocation], heavier bleeding during periods [bleeding menstrual heavy] , loss of balance [loss of balance] , memory loss [memory loss] , bloating [bloating] , body pain [general body pain] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 08-sep-2025. The most recent information was received on 13-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("one implant was found but not the second") in a 46-year-old female patient who had essure inserted (lot no. C38218) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2017 she experienced device dislocation (seriousness criterion intervention required), heavy menstrual bleeding ("heavier bleeding during periods"), balance disorder ("loss of balance"), amnesia ("memory loss"), abdominal distension ("bloating") and pain ("body pain"). Essure was removed on (B)(6) 2025. The patient was treated with surgery (bilateral salpingectomy & hysterectomy and hysterectomy). At the time of the report, the heavy menstrual bleeding, balance disorder, amnesia and pain had not resolved. The outcomes for device dislocation and abdominal distension were unknown. No causality assessment was received for essure with regard to balance disorder, amnesia, abdominal distension, heavy menstrual bleeding, pain or device dislocation. The reporter commented: symptoms are getting worse. One implant was found but not the second. I am having my fallopian tubes and uterus removed on (B)(6) 2025. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. Batch number c38218, manufacture date 2014-03-31, expiration date 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-sep-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). One implant was found but not the second [device dislocation] heavier bleeding during periods [bleeding menstrual heavy] loss of balance [loss of balance] memory loss [memory loss] bloating [bloating] body pain [general body pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 08-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("one implant was found but not the second") in a 46-year-old female patient who had essure inserted (lot no. C38218) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2017 she experienced device dislocation (seriousness criterion intervention required), heavy menstrual bleeding ("heavier bleeding during periods"), balance disorder ("loss of balance"), amnesia ("memory loss"), abdominal distension ("bloating") and pain ("body pain"). Essure was removed on (B)(6) 2025. The patient was treated with surgery (bilateral salpingectomy & hysterectomy and hysterectomy). At the time of the report, the heavy menstrual bleeding, balance disorder, amnesia and pain had not resolved. The outcomes for device dislocation and abdominal distension were unknown. No causality assessment was received for essure with regard to balance disorder, amnesia, abdominal distension, heavy menstrual bleeding, pain or device dislocation. The reporter commented: symptoms are getting worse. One implant was found but not the second. I am having my fallopian tubes and uterus removed on (B)(6) 2025. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.